Event description:
It was reported the intraocular lens (iol) was implanted in the patient's operative eye. Patient reports visual issues of halos, glare, and arcs when he views lights at night. He also has blurriness and shadows that occurs randomly, and then goes away any time of day; the shadows are on the outside of the eye. Patient said it moves back to the side of his vision until it isn¿t visible anymore. He said the first two days after he could drive but the arcs have gotten worse with time, and now he doesn¿t. Initially there were concentric circles visible but now it is just an arc. In addition, he can see the color of whatever light he is looking at in an arc, like tinkerbell moving from left to right creating an arc. No aura in between it. He saw overlapping arcs when driving home last night. He said if he puts his head back, he can see the arc split in two and slide on either side until it goes away. He can put pressure under eye and it creates the same visual effect. He describes it like opening a fan. Patient saw his doctor and said the doctor tried to adjust his vision in an eye exam, but the blurriness did not subside. Patient thinks he has positive and negative dysphotopsia. He said he was supposed to have the other eye done in (B)(6), but did not because he didn¿t want this happening in both eyes. He saw his doctor yesterday and the doctor told him this may not go away for him. There was no mention of additional treatment. No further information is available.

Manufacturer narrative:
Patient age and date of birth, patient weight, and ethnicity and race: unknown as information was not provided. Date of event: unknown as information was not provided. Best estimate is between october 20, 2021 - december 8, 2021. Date explanted: not applicable as the iol remains implanted. It was indicated that the iol is not being returned for evaluation as it remains implanted therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.